Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of light (image) during a procedure.

Event description:
It was reported that there was loss of light (image) during a procedure.

Manufacturer narrative:
Alleged failure: shut off during case. Confirmed failure: power failure - power supply. Probable root cause: front board; u10 failure; touch screen; main board; jaw assembly; power supply; leds; tilting; light pipe; fans; ac inlet board; ac inlet filter; button rod; chassis; workmanship; inadequate air flow; inadequate calibration; use errors. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.